Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support decided to replace the pump and advised the customer on the use of a manual insulin delivery backup during the replacement period. A pump with updated software was sent along with guidance on its operation. Further instructions, including storage mode and return procedures, were provided, which the customer understood and acknowledged.